Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that air bubbles were noticed in tubing and reservoir. The customer¿s blood glucose was 207 mg/dl at the time of the incident. The customer stated that approximate size of air bubbles was 0,3-1 cm. The reservoir will not be returned for analysis.